Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: bent pin in white connector of power module cable. Specific component(s) involved: other component malfunction, specify. Additional text: other component: power module cable. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : replaced power module cable. Implant device type: lvad.